Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rear1039 showed no other similar product complaint(s) from this lot number.

Event description:
Health professional reported that they noticed an edema near the right subclavian area of the patient. They decided to remove the implanted catheter because a thrombosis of the left subclavian occurred where the catheter was positioned. After removal they noted a hole near the tip of the catheter.